Manufacturer narrative:
G2. Foreign: de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the increased impedances at the programmed poles made it impossible for the patient to control the stimulation and thus they saw oor. The rep changed the stimulation poles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the "out of regulation" message on their controller. The patient was advised to contact their attending healthcare provider to check their system for possible impedance issues, and the patient noted that they had an appointment on (B)(6) 2024. Additional information was received from the manufacturer representative (rep) reporting that the issue was solved by checking the system at the hospital. The issue was high impedances through some contacts at the electrode. No further action was needed. No further information was given.

Event description:
Additional information was received from the rep reporting that the high impedance electrodes were removed from the programming. The reprogramming via the customer's tablet, was adjusted to satisfy the patient. The request was before his appointment at the hospital. There was no issue with the ins. No further information was available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.